Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 506 mg/dl. The customer had symptoms such as dizziness and vomiting and treated with pump. Customer's blood glucose value was 130 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on morning of (B)(6) 2017 and did not contact their healthcare professional. Advised since does not have supplies to trouble shoot will note it and can send out a site adhesive sample kit. The pump was not returned for analysis.